Event description:
Related manufacturing ref: 2030404-2019-00005, 2030404-2019-00006. During ablation in the left atrium, a pericardial effusion occurred. The patient became hypotensive and an intracardiac echo revealed an effusion for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac perforation cannot be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.